Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall .5mm proximal of the distal markerband was revealed. There were scratches to the right of the pinhole. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the markerbands or the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge¿ balloon catheter was used for ¿trapping¿ a non-bsc guidewire in the guide catheter however, the balloon ruptured during doing so at an unknown pressure. Target lesion details unknown. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was reported as ¿stable.¿

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge¿ balloon catheter was used for ¿trapping¿ a non-bsc guidewire in the guide catheter however, the balloon ruptured during doing so at an unknown pressure. Target lesion details unknown. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was reported as ¿stable.¿